Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0h3lm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient was implanted for bladder and bowel, and her trial worked well so they went ahead with the permanent implant. The patient¿s training on the patient programmer was ineffective because she was still under the effects of anesthesia. A manufacturer representative gave her the box and she had to learn how to use it on her own. She thought someone should have shown her how to use the programmer. The patient had a gradual loss of therapeutic effect and the issue began a couple of weeks after implant. She was not getting symptom relief. Therapy worked in the beginning, then it slowly lost its effectiveness and now she had major leakage. The patient¿s doctor thought she was not emptying her bladder all the way. The doctor told her not to turn it up too high because she could ¿burn the nerves.¿ the patient had tried programs 1 and 2 and recently her doctor put her back on program 1. Currently the patient was on 0.9 volts, didn¿t feel stimulation, and didn¿t know she was supposed to feel it. She planned to try turning it up and see if that helped. There was previously 50 percent or greater symptom reduction but the patient had less success now. The event cause was not determined, was not device related, and the device appeared to be functioning normally, it was just less effective for the patient¿s symptoms. Reprogramming was done and seemed to help, but it still wasn¿t as effective as it was during the initial trial. The patient didn¿t experience a loss of stimulation. She was fine and had no injury to recover from. The patient received assistance from a manufacturer representative and got the issue resolved. She did not have concerns with her device or therapy at this time.